Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. (B)(4) ¿ urinary problems; bowel problems; recurrence; dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia, bleeding, vaginal scarring and other outcomes. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, dysuria and urgency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal pain, vaginal discharge, vaginal bleeding, passing tissue, dysuria, recurrent uti¿s, and urinary incontinence.

Event description:
It was reported that following insertion the patient experienced vaginal pain, vaginal discharge, vaginal bleeding, passing tissue, dysuria, recurrent uti¿s, and urinary incontinence.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.